Event description:
Device is an animas ping insulin pump system. Pt measured blood glucose with the ping remote, entered the carbohydrates to be consumed, and had the remote calculate the insulin dose. The pt then entered in the remote the insulin delivery parameters and told the remote to execute the delivery of the insulin according to the entered info. The remote indicated the delivery would occur and then displayed an error message the remote could not communicate with the pump. The pt confirmed receipt of the error message and was about to attempt redelivery of the instructions to the insulin pump from the remote. The pt checked the pump's display and history before repeating the dosing and found the pump had received the instructions from the remote. The indication of no insulin dose and the encouragement to re-give the dose creates a potentially life-threatening event. Product user error - the pt had no errors in his using the product and problem with different MFR. This problem only related to animas and no other supplier. Pt has used an animas ping insulin pump system since (B)(6) 2008, with rapid acting insulin.